Manufacturer narrative:
Evaluation summary a visual inspection was performed on the catheter. The balloon was found unfolded and bloodstained. It was possible to insert a 0.035¿¿ guide wire. Once positive pressure was applied, the balloon was found leaking from the proximal balloon welding. The welding was analyzed under a microscope and the hole was found. It looks like a little burst, directed from inside towards outside.

Event description:
In.pact admiral was used as per IFU in the proximal left common femoral artery with a diameter of 7mm, to treat a 60mm long lesion with 20% stenosis , little calcification, no tortuosity or resistance encountered. Negative prep was performed with no issue noted, the lesion was pre-dilated. It was reported during the procedure the balloon was inflated slowly, at 12atm¿s a circumferential balloon burst was observed at first inflation. The device was removed from the patient over the wire all fragments were retrieved. The procedure was completed using an evercross balloon with no further issues noted. No procedural images available for review. No patient injury reported.